Manufacturer narrative:
The reported event of intermittent loss of capture and pacing not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Analysis performed, including output verification and inspection of header and connectors showed normal device characteristics with no anomalies contributing to the reported event. A longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that post implant procedure, the pacemaker exhibited intermittent loss of capture. Patient experienced arrhythmia multiple times and cardiopulmonary resuscitation was performed during those times. The pacemaker was explanted and replaced. The patient was recovering.